Manufacturer narrative:
(B)(4).

Event description:
On (B)(4)2017, johnson and johnson vision became aware of a social media posting regarding an unknown acuvue brand contact lens; posting received by the johnson and johnson vision social media team. On (B)(6)2017 the pt posted the following comments: ¿#acuvue contact = hundreds of dollars in medical bills #thanks #acuvuecontacts. #ihadaulcerinmyeye #neveragain @acuvue @acuvuepro.¿ no patient (pt) contact information or email address was provided; unable to contact the pt for additional medical information. The date of the event is unknown. The acuvue product, lot number and product availability are unknown. This event is being submitted as a worst case event as no additional medical information is available. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.